Event description:
During preventive maintenance testing, a biomedical engineer discovered that intellicuff was leaking due to a broken connector. Investigation is ongoing.

Manufacturer narrative:
Update 11-jun-2024: full UDI and other product information added.